Manufacturer narrative:
A4: patient weight obtained.

Event description:
Related MFR report: 1627487-2020-02277

Event description:
Related MFR report: 1627487-2020-02277 follow up information received identified surgical intervention was taken and the patient's left l5 and s1 drg leads were explanted and replaced. The surgical intervention resolved the reported issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-02277.

Event description:
Related MFR report: 1627487-2020-02277. It was reported the patient complained drg system leads for the left side were not providing adequate pain relief. Surgical intervention may be taken to address the issue.